Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician realized that although the femoral angiogram revealed a high stick, he did not believe it would be an issue. He did not blame the event on the two proglides because the initial percutaneous cannulation was a high stick in the inguinal ligament. The operator is trained in the use of the perclose proglide device. Though requested, no additional information was provided. Device #2 proglide is being filed under a separate manufacturer report number. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not the result of a potential product related deficiency, a sampling of finished devices is tested to verify functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Lack of pulsatile can be due to a number of factors including, but not limited to low blood pressure, a blood clot, tissue interference, and the marker port not being in the arterial lumen, the marker port against the patient artery or a small patient vessel diameter. The reported suture having been deployed in the inguinal ligament is inconsistent with the instructions for use (IFU), which states, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency. However, deviating from the IFU may have been a contributing factor. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that although resistance was felt during initial percutaneous cannulation and advancement of a 6f procedural sheath, vessel access was obtained. After percutaneous transluminal coronary angioplasty of the right coronary artery, resistance was felt during device insertion, but insertion was completed. Reportedly, during arterial marking, pulsatile blood flow through the device marker lumen could not be obtained. The device was removed over a guide wire and a second proglide device was inserted with resistance; however, pulsatile blood flow through the device marker lumen was also unsuccessful. The physician believed the device was inserted deeply and must be in the vessel and proceeded with complete suture deployment that achieved hemostasis. When the sterile drape was removed, a large hematoma was present. Manual compression was applied to express the hematoma, but the site was sensitive to touch and caused too much pain to the patient. The patient was brought to emergent exploratory surgery where the suture was found to be deployed in the inguinal ligament with the artery remaining unclosed. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae.